Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During hospitalization due to an unrelated condition, cultures were performed indicating an infection. The physician elected to explant the entire system. The patient was in stable condition following the procedure.